Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that the patient first started experiencing the implant turning off issue in 2017 (was not specific on an exact date). It was noted that the patient¿s fall was the reason for the stimulation down their leg issue as the lead had turned toward s2. The replacement of the lead fixed the patient¿s issues and they were getting 100% efficacy with the device therapy per the physician. It was also reported that the lead was taken out in 2 pieces as the physician broke the lead when they pulled it out at explant. They were able to retrieve 100% of the lead. The hospital facility accidently discarded the explanted lead so it would not be returned for analysis.

Manufacturer narrative:
Other applicable components are: product ID 3093-28 lot# v244567 serial# implanted: (B)(6)2009. Explanted: (B)(6) 2017 product type lead. Date of event (B)(6) 2016 is an estimate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with a neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had fallen four times and the health care provider (hcp) was doing lead revision today. The rep indicated that the patient's battery kept cutting off on the patient. It was noted that the patient supposedly turned therapy on a day prior to the report and when the rep interrogated the implant on the day of the report, it was off. It was noted that daily use showed that the implant had been turned off the day prior to the report and there was no message. It was reviewed that the only way for therapy to turn off would be some sort of short, and the rep did not get warning message the day of the report. It was also determined that a short would not have showed up thus the off function on the daily usage would have been the patient turning therapy off, which would make sense since the implant saw the implant was off on the day of the report. Rep also reported that patient felt a jolting sensation down their leg when changing to a different program. It was noted that the setting was higher at some point for the patient , and that the program does not automatically increase the voltage itself. Patient was currently running therapy at 1.15volts and the longevity showed 84.6 months, but rep mentioned 85.6 earlier in the call. Impedances were tested at : 1.5v.c<(>&<)>0 868 ohms, c<(>&<)>1 436, c<(>&<)>2 849, c<(>&<)>3 636, 0 <(>&<)>1 939, 02 1301, 0<(>&<)>3 1301, 1<(>&<)>2 858, 1<(>&<)>3 858, 2<(>&<)>3 868 @ 1.5volts, 360hz. It was noted that there were some repeating values, that could indicate potential issues at times, but given that patient could not tolerate running at higher voltage, there was nothing that would indicate a short in the system to reflect therapy turning off by itself. Hcp was replacing the lead on the day of the report due to patient not getting efficacy, despite reprogramming. The patient was being prepared for surgery at the time of the report. No further patient complications were reported/ anticipated as a result of this event.